Event description:
An infant found sleeping with a large wet spot on the sheet. The IV replacement fluids (d5w/0.45 nacl) had disconnected from the alligator clamp. This fluid had been y'd in the tpn via a stopcock and green plug. The infant's accucheck blood sugar was checked with a result of 74. A new IV bag was ordered with fresh IV tubing. It is estimated that less than an hours worth of fluids were on the bed. The fluids likely included the tpn leaking out along with the disconnected replacement fluid.